Event description:
It was reported that the user announced a usual-sized dinner on the ilet bionic pancreas, after frequently selecting ¿less than¿ for meals over several days, and the pump delivered 15.5 units leading to an unexpected low; this was managed by a proxy who administered oral carbohydrates and two doses of glucagon, with glucose subsequently rising, and no device malfunction was identified, with the issue associated with user interaction with the user interface and meal size adaptation. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention requiring medication. Investigation included communication with the user¿s proxy and analysis of information provided through the synced app data. Investigation of this case revealed no device problem, a usage problem related to meal announcements, and an incorrect procedure or method associated with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.